Event description:
Additional information received indicated patient had an ipg replacement on 18 aug 2020. Post operatively effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. Further information(weight) requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost stimulation around (B)(6) 2020. The patient was unable to charge the ipg. The patient was unable to connect to external devices and ipg was inoperable . As a result, surgical intervention will be taken at a later time.